Manufacturer narrative:
It was reported that client was traversing down an inclined ramp and upon reaching the bottom, the chair came to rest and tipped forward allowing the client to topple over with the chair. Reports are that client was wearing his positioning belt when this event occured. Family reported that client received multiple fractured bones as a result of this event. Clients diagnosis is osteogenesis imperfecta which could be attributed to the severity of the injuries sustained there wasn't any report of a malfunction to the chair which would have led to this event. Inspection of the chair shown it to be fully operational. It is reported that the bottom of the ramp there is a steep drop off. It is believed that with this steep drop off, combined with forward momentum, this allowed the chair to become front loaded which changed the center of gravity allowing it to tip forward. The DHR was reviewed and unit was found to have been built according to specification. It was noted that the seating had been configured with an aftermarket back assembly. The back was installed in such a manner that it placed the client more forward in the seating, thus changing the center of gravity. Servicing dealer has ordered a support wheel kit to install on to the unit for stability and to prevent future occurrences.

Event description:
Reports received that while traversing down a ramp and stopping, the chair tipped forward allowing client to fall over resulting in an injury.